Event description:
Boston scientific crm received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead displayed high, out of range pacing impedances. An attempt to obtain additional information has been made. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The clinical observation was not able to be confirmed.

Event description:
Subsequent information indicates that the device was explanted and returned for analysis.